Manufacturer narrative:
Event date update: the manufacturer is closing the file on this event.

Event description:
Additional information: the patient was given 1 unit of packed red blood cells (prbc), 8 units of fresh frozen plasma (ffp), 5 units of platelets and 1 unit of cryo following the 24 hours post implant.

Manufacturer narrative:
The manufacturer is closing the file on this event.

Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Manufacturer's investigation conclusion: a direct relationship between the device and the reported event could not be determined. The hm3 IFU lists bleeding as an adverse event that may be associated with the use of the hm3 lvas. The IFU provides information regarding anticoagulation, including the recommended inr values. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient experienced perioperative anemia due to acute blood loss. The patient was transfused perioperatively only and was still experiencing anemia. An iron study was performed on (B)(6) 2017 and the patient was started on iron intravenously. IV was discontinued on (B)(6) 2017.